Event description:
The user claimed that the power adapter gets hot during use. There was no reported pt or user adverse impact.

Manufacturer narrative:
The device involved in this report is the ac power adapter/power cable used in conjunction with the device' display unit. The device MFR has not verified the failure mode and whether this possibly poses a health risk. The device in question is currently being evaluated by the vendor. Upon completion of the investigation, a final report will be submitted.